Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-01076 this report is associated with MFR report number: 3005168196-2017-01075.

Manufacturer narrative:
Results: the core wire and wrapping wire were fractured approximately 199.2 cm from the proximal end, and the psr3d tip was separated from the delivery wire. Conclusions: evaluation of the returned devices confirmed that the core and wrapping wires were fractured, and the psr3d was separated from its delivery wire. Fracture of the core wire typically occurs due to forceful retraction of the psr3d against resistance. If the psr3d is further manipulated after the core wire breaks, the wrapping wire may become fractured, and the psr3d tip may become separated from the pusher wire. Further evaluation of the returned devices revealed that the ace68 distal shaft was ovalized and repeatedly kinked. If the distal tip of the ace68 was forcefully gripped during insertion, damage such as ovalization may occur. Attempts to forcefully retract the psr3d into the ace68 likely contributed to the kinks. Further evaluation of the returned devices revealed that the velocity was functional. A 0.25inch mandrel was advanced through the velocity and out the distal tip without an issue. Penumbra psr3ds and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01075.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) and m2 division using a penumbra system 3d revascularization device (psr3d) and a penumbra system ace 68 hi-flow kit (kit). During the procedure, the physician placed a velocity delivery microcatheter (velocity) in the target vessel, then advanced a penumbra system ace 68 reperfusion catheter (ace68) with a psr3d through the velocity. While attempting to pull the psr3d into the ace68, the psr3d detached from its pusher wire. After realizing that the psr3d had detached from the pusher wire, the physician kept the ace68 over the proximal end of the psr3d, then advanced a non-penumbra microcatheter with a non-penumbra wire. Next, the physician crossed over the psr3d with a non-penumbra stent retriever device inside the microcatheter. The stent retriever device was then deployed to try and pull in the psr3d; however, the two stents then became tangled up and the physician cut the wire of the non-penumbra stent retriever device when he decided that the stents devices could not be removed safely. The procedure was ended at this point.